Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 ((B)(6), awareness date 27-oct-2015 ). Additional information received on 04-nov-2015. It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer reported that she had constant headaches, her feet kept getting swollen, hair falling out and she was hospitalized for 7 days with bladder and kidney infection. Also, she was diagnosed with (or something with her liver). Product technical complaint investigation: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Follow-up 03-nov-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted for birth control. On (B)(6) 2014, hysterosalpingogram was performed and showed full occlusion of fallopian tubes. After the implant, plaintiff began suffering from severe menstrual pain, severe abdominal pain, severe back pain, pain during intercourse, migraines, fatigue, abnormal heavy bleeding, urinary tract infections, loss of libido, kidney infections, and increased susceptibility to illness. Plaintiff sought medical attention for her symptoms. On or about (B)(6) 2015, she was hospitalized for over a week for symptoms relating to her essure device. Her hospitalization and multiple doctors' visits related to her essure device resulted in missed work and lost wages. On or about (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy to remove her essure device. Following the surgery, she was informed that her essure coils were not removed during the procedure because the coils were not found in her fallopian tubes. Plaintiff suffered a painful post-operative recovery. Company causality comment: this non-medically confirmed spontaneous case report, identified during monitoring of postings on an FDA docket website, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had kidney infection, bladder infection and autoimmune hepatitis. Upon further follow-up received via a lawyer, it was reported that the consumer also suffered from severe abdominal pain and abnormal heavy bleeding (interpreted as genital bleeding) amongst other non-serious events. She reported being hospitalized for symptoms related to essure and underwent a total hysterectomy and bilateral salpingectomy to remove essure, but the coils were not found in her fallopian tubes (seen as device dislocation). Autoimmune hepatites, device dislocation and genital bleeding are serious as medically significant. Kidney infection, bladder infection and severe abdominal pain were considered serious due to hospitalization. Kidney infection, bladder infection and autoimmune hepatites are unanticipated whereas the other events are anticipated in the reference safety information for essure. Autoimmune hepatites occurs when the immune system attacks the liver. Considering essure's local action, a causal relationship between this event and essure is very unlikely (unrelated). Due to their infectious etiology, kidney infection and bladder infection were considered unrelated to essure. Although the mechanism of the reported device dislocation is unknown, given the nature of this event a causal relationship with essure cannot be excluded. After essure insertion, genital bleeding may occur. Given the lack of alternative explanation, a causal relationship with essure cannot be excluded. Since hospitalization, hysterectomy and salpingectomy were required, this case is regarded as incident. Based on the available information, there is no relationship between the reported events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device dislocation ("the coils were not found in her fallopian tubes"), autoimmune hepatitis ("autoimmune hepatitis (something with my liver)"), cystitis ("bladder infection"), kidney infection ("kidney infection/ urinary tract infections") and genital haemorrhage ("abnormal heavy bleeding/abnormal bleeding (general)") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coils were not removed ". The patient's concurrent conditions included gerd. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"). In 2014, the patient experienced uterine leiomyoma ("fibroids"). In (B)(6) 2014, the patient experienced alopecia ("hair been falling out/alopecia"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced urinary tract infection ("utis"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("constant headaches/headaches") and vision blurred ("blurred vision"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune hepatitis (seriousness criterion medically significant), cystitis (seriousness criterion hospitalization), kidney infection (seriousness criterion hospitalization), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), loss of libido ("loss of libido"), disease susceptibility ("increased susceptibility to illness"), peripheral swelling ("feet keep getting swollen"), procedural pain ("painful post-operative recovery") and vaginal discharge ("vaginal discharge"). The patient was hospitalized for 7 days. The patient was treated with ciprofloxacin (cipro), acetazolamide (diamox), ibuprofen (motrin), surgery (supracervical hysterectomy (uterus only) and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain was resolving, the device dislocation, autoimmune hepatitis, cystitis, kidney infection, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, fatigue, headache, loss of libido, disease susceptibility, peripheral swelling, alopecia and procedural pain outcome was unknown and the urinary tract infection, female sexual dysfunction, vaginal discharge, uterine leiomyoma and vision blurred had resolved. The reporter considered abdominal pain, alopecia, autoimmune hepatitis, back pain, cystitis, device dislocation, disease susceptibility, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, kidney infection, loss of libido, migraine, peripheral swelling, procedural pain, urinary tract infection, uterine leiomyoma, vaginal discharge and vision blurred to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. New events added- utis, apareunia (inability to have sexual intercourse), pain, vaginal discharge, fibroids and blurred vision. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.